Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that multiple no delivery alarms were received. The customer's blood glucose reading was 300 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion. Troubleshooting advised customer to change the entire set, reservoir and insulin and speak with their doctor. The customer was also advised that the reservoirs would be replaced and agreed to return the product for analysis.